Manufacturer narrative:
Correction: the conclusion statement needs to be updated to: a patient experiencing high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
It was reported to abbott, during an attempted drg trial, physician was not able to advance the drg lead through the ligament foramen to the appropriate location. Despite multiple attempts at this position. The case was aborted, and the product scrapped. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had high impedances after a fall. Therapy is currently turned off while surgical intervention is pending to address the issue.